Event description:
A clinical director reported patient with irritation left eye one day post operative laser refractive surgery. Steroid was increased to four times a day until follow up. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).